Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Additionally, it was reported that multiple cartridge alarms (alarm 1) occurred during basal delivery and the load sequence with multiple cartridges. Customer¿s blood glucose level ranged from 120 mg/dl to 180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.